Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was determined to be reportable on may 18, 2017. (B)(4). Associated medwatch: 1221934-2017-10253.

Event description:
The affiliate reported via email at the time of placing the sheath / cover, the implants broke during a knee arthroscopy. Additional information received via email on 3-30-2017. The bio-intrafix sheath, after having dilated in tibia and putting the sheath on the insert, broke into small pieces when it was inserted, the step was repeated with a second sheath and the same happened. The product was replaced and the product which presented problem was recollected. This is the first time that the doctor has presented this situation with this medical device. The surgeon considerated that it had a defect. The surgery was prolonged 15 minutes. The patient does not have any permanent damage. The patient did not need hospitalization. The patient did not need to be reoperated to avoid or correct any damage. The patient did not have any serious damage.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed the sheath is broken into multiple pieces; therefore, this complaint can be confirmed. No further details were provided regarding the patient¿s bone quality, instruments, and whether or not the insertion was off axis. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed two other dissimilar complaints for this lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10253.

Manufacturer narrative:
This follow up medwatch is being filed to correct the date on medwatch-1221934-2017-10252 (initial) from (B)(6) 2017 to (B)(6) 2017.